Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-04268, 2017865-2022-04269, 2017865-2022-04271. It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that implantable cardioverter defibrillator (ICD) eroded through skin. Infection was suspected. It was also noted that patient lost a lot of weight. The ICD, right ventricular lead, left ventricular lead and atrial lead were explanted from left side. New pacemaker and lead implanted on the right side. The patient was recovering.